Event description:
It was reported there was an end of service (eos)/end of life (eol) message. It was stated the patient saw the message the day prior to report. It was also stated the implant had been turning itself off for the last 6-7 weeks prior to report. It was noted the patient had a loss of therapeutic relief since 6-7 weeks as well. The caller was redirected to their healthcare provider.

Manufacturer narrative:
Concomitant: product ID 3037, (B)(4), product type programmer, patient. Product ID 3 093-33, lot# v266474, implanted: 2009-(B)(6), product type lead. Product ID 3095-10, serial# (B)(4), implanted: 2009-(B)(6), product type extension. (B)(4).